Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the screen display was flickering during a check outside clinical use. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite to troubleshoot the issue. The screen settings were being changed when the screen began to flicker. The fse determined a replacement of the light crystal display (lcd) was required to resolve the issue. The fse replaced the lcd. The lcd was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The removed light crystal display (lcd) was returned to the product investigation lab (pil). The lcd was tested, and the failure was confirmed. Pil found that this lcd backlights flickered intermittently when tested and was due to a faulty backlight on the lcd. Pil confirmed the customer's accusation of flickering lcd.